Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's leads work intermittently. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer was given part information for a replacement ECG trunk cable. The customer was advised ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site. No further actions were taken and none are warranted.